Manufacturer narrative:
This report is submitted on march 07, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (tesla strength unknown). Surgery to replace the magnet was completed on (B)(6) 2017. The patient is now successfully wearing the device.